Event description:
A minimum fill notification was reported by the caller. The impact on the customer's blood glucose level was unknown. The customer initially tried reloading the existing cartridge, but it did not resolve the issue. Technical support then guided the caller to fill and load a new cartridge, which successfully resolved the problem, allowing the customer to continue using the pump with no further reported issues.